Event description:
It was reported a 27 mm sjm biocor valve was explanted due to stenosis. Intraoperatively, the valve showed the presence of a paravalvular clot. The valve was removed and another manufacturer's 27 mm valve was implanted. Additional information has been requested.